Manufacturer narrative:
It was reported during follow up that the patient was hospitalized on the same day as onset of cloudy peritoneal dialysis (pd) effluent and was diagnosed with peritonitis four days later. The cause of the event was reported as a breach in aseptic technique further described as patient not following proper aseptic technique and "patient was not performing adequate dialysis and was reusing same dinaeal bags during the pd¿. On the same day as onset of the peritonitis, the patient started treatment with an unspecified antibiotic. The patient was re-trained on proper aseptic during hospitalization. Ten days after hospitalization, the patient experienced a cardiac arrest and passed away on that same day. The cause of death was not reported. At the time of death the patient was recovering from the peritonitis event and treatment was ongoing. An autopsy was not performed. Pd therapy was ongoing at the time of death. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction on reported cause of death: it was reported during follow up that the cause of death was due to cardiac arrest (previously captured as not reported). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event and whether dianeal therapy was ongoing was not reported. On unreported dates, the patient was hospitalized for the event and the patient began treatment for the peritonitis with unspecified antibiotics (unknown dose, frequency and route of administration). The outcome of the peritonitis was unknown. No additional information is available.